Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "a rent". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the anterior, black mold like appearance and total delamination on the plug strap disk shell. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the anterior and total delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease sharp opening on the anterior due to fold flaw opening, creases were observed, delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a right side deflation and "a rent". Device has been explanted.